Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, date of implant: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate non-sustained episodes and high sensing integrity counter (sic). It was further reported that the lead demonstrated high impedance, t-wave oversensing (twos), oversensing, decreased and small r-waves and delivered inappropriate therapy. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.